Manufacturer narrative:
Evaluation will initiate as the complaint unit reaches scientia vascular.

Event description:
On 14th june 2024, a scientia vascular was notified of a complaint about an aristotle 14 (a14-200-002 ln: 025262) guidewire breaking in the patient during a neurovascular procedure. The guidewire was not able to be retrieved. No updates on patient status were provided.

Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and the lot met the releasing criteria. It was found during investigation that this complaint guidewire had similarities to the images collected during the investigation of other guidewires that had broken due to bending. However, during the complaint intake, it was mentioned that the microcatheter used during the procedure was a microcatheter that is labeled with an ID at the distal tip of 0.013" (headway duo 167). This is below the compatible lumen of 0.0165" as indicated for the aristotle 14 guidewire instructions for use (IFU). And even though the use of this imcompatible microcatheter occurred, it is unknown if this could have contributed to the failure of the guidewire in this specific event. For these reasons, there is no way to determine all the steps taken that led to the guidewire to break during this procedure, and possible scenarios can only be speculated. The break of the guidewire is confirmed, however, a true root cause for the break could not be determined.